Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the ankle strap broke when sterile processing pulled it off the tibial cut guide. No patient involvement.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Summary: products have been returned to biomet UK ltd for evaluation and forwarded to the complaints product evaluation engineer for investigation. The event reports that the instrument is broken (the ankle strap broke when sterile processing pulled it off the tibial cut guide). This event occurred during reprocessing. No patient involvement. The complaint has been confirmed following review of the returned instrument, which confirmed the silicone ankle strap has torn along the full width, through one of the securing holes. A DHR review cannot be carried out as the lot number is unknown. A complaint history review identified 6 similar complaints for the same item number, including the initiating, 5 of which were received in the last 3 years. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. The reusable instrument lifespan manual instructs to look for fractures and surface damage during reprocessing. The likely condition of the device when it left zimmer biomet is conforming to specification. The likely root cause of the reported event is the instrument has surpassed its reusable life (aged). The instrument is likely to have been subject to multiple uses (which involve the strap being hooked on the yoke, of which any sharp edges or corners of the yoke could potentially weaken the material) and multiple decontamination and sterilisation cycles (which include chemicals and high temperatures). No corrective action required at this time. Both the severity and occurrence of the reported event are in line with the risk file. No harm beyond extension to surgery time, minor, has been reported for any similar complaints. The item was distributed conforming. The instrument has likely passed its reusable lifespan, which is well documented in the reusable instrument lifespan manual. Risk assessment: 1) severity assessment this event was identified during reprocessing, therefore there was no patient involvement. The actual severity score is in line with the risk file. 2) occurrence assessment: a)sales data scope: date: aug 2017 to jul 2020. Item numbers: all bearings compatible with instrument 32-421429 . B) number of items sold: (B)(4). C) complaint history search criteria: date: 01 july 2017 to aug 2020 (date search was conducted). Item number: 32-421429. Filters: all complaint categories relating to broken ankle strap number of complaints identified: 6. C) occurrence ratio: (B)(4). The occurrence is in line with the risk file. 3) risk score: s1 x o2 ¿ rpn 2 (negligible). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the ankle strap broke when sterile processing pulled it off the tibial cut guide. No patient involvement.